Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#: (B)(6), e7507, e7507 polyhesive ii rem ret el w/cord (lot#: 241270242t). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, there was a small flame at the tip of the pencil when activated while it was plugged to the generator with software version 4.0. The flame went out on its own. The generator was set to 60 cut/40 coag. Errors e402 and e404 was also found in error logs. A new handpiece was used to complete the case. There was no patient harm/injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found minor burning damage to the electrode attached. Functional testing found that the pencil had no visual defects and good button tactile. The switch resistance was in specification. The pencil did not self activate. The pencil button activation force was within the specification. The pencil functioned normally when activated in the generator. The electrode insertion/extraction was within the specification. It was reported that the electrode was damaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: using coated electrodes at high power settings may cause damage to the coating. Wipe the electrode often with gauze or other material. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.